Event description:
It was reported that the guide wire broke. Vascular access was obtained via the femoral. The 85% stenosed, de-novo, concentric shaped, 24mm in length target lesion was located in the moderately tortuous, moderately calcified, 2.75mm in diameter left circumflex (lcx) artery. A 182cm pt graphix¿ guidewire was advanced into the lcx when it was noted the distal portion of the guide broke in the vascular lumen. The detached portion was not removed from the patient. The procedure was completed with another of the same device. The patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).